Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's battery was dead on arrival and will not charge or boot up. There was no reported patient or user involvement and no adverse patient/user impact.